Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during an unk procedure, broken jaw after insertion through the abdomen and during stapling. Completed with the same like product. There was no patient consequence.